Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No weak signal alarm noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 302 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.